Event description:
It was reported that the ilet bionic pancreas user experienced recurrent low and high glucose events associated with meal announcements and suspected infusion delivery issues, including a prolonged hyperglycemic rise despite significant insulin on board and a subsequent severe low after a meal announcement that was treated with oral glucose. Customer support provided assistance that included remote troubleshooting, education on infusion site function and adaptation, and assistance with a supply change. Investigation of this case revealed that insulin delivery to the bloodstream was likely impaired prior to the set change and that meal announcements in the context of small, low-carbohydrate meals contributed to hypoglycemia. No symptoms associated with hypoglycemia reported. Outcomes included the need for urgent treatment for low glucose. It was concluded that the event was consistent with hypoglycemia of unclear cause in the context of user adaptation and possible infusion site malfunction, and that continued education and site change practices were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.